Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimation.

Event description:
It was reported that the patient's lead was exhibiting high impedances. Surgical intervention is anticipated to resolve the issue.